Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, found the insertion needle was bent inside of the sensor base. Unable to confirm if the customer received the senor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor needle did not penetrate the skin during insertion. The customer's blood glucose was unknown at the time of incident. The sensor will be returned for analysis.